Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was damaged during extraction of the right ventricular (rv) lead as part of a device upgrade procedure for this patient. It was noted that the ra lead was capped, and a new lead was subsequently implanted. No additional adverse patient effects were reported.